Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 implantable pacing lead implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported the patient presented to the emergency room in complete heart block. During implant of an implantable pulse generator (ipg) system both leads exhibited high thresholds and these thresholds increased during the procedure. It was further reported that the patient is deceased and died in a manner unrelated to the high thresholds. Additional information obtained from the clinician indicated the high thresholds were believed to be related to the patient medical condition.